Event description:
(B)(4).

Manufacturer narrative:
The account found the side rail is missing the latch screw, nut, pushing and side rail latch release label. The account replaced the side rail, latch, bushing, screw, nut and the side rail latch release label to resolve the issue.